Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device confirms the trial is cracked. The root cause is attributed to product wear out due to normal intended use. (B)(4) was performed by commercialized product development on the attune femoral trial family and concluded there are no design improvements, protective measures or information for safety that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. No further work required. Continue to monitor via (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that femoral trial was broken during impaction. Attune ps femoral trial sz. 6 right. No surgical delay.